Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 400 mg/dl). Customer has recently switched from using humalog insulin to novolog insulin. Troubleshooting was performed and pump passed delivery system check. Customer switched back to humalog to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.